Event description:
Interventional guide wires were placed into coronary arteries to introduce coronary stents and balloons. As the resolute integrity drug eluting stent was being positioned into a coronary artery, it slipped off its balloon. The balloon was removed and a snare retrieval device was used to remove the stent from the coronary artery. Procedure continued successfully. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. No results available since no evaluation performed - device or procedural images not provided for review. Conclusion: inherent risk of procedure-stent dislodgement. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).